Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl, and diabetic ketoacidosis. The cause of elevated bg was unknown; however customer reportedly did not have any insulin left in cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, bicarbonate, and potassium. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.